Event description:
Medtronic received information that immediately after complete implant of this mechanical valve in the mitral position, the physician discovered an escaped valve leaflet. The valve was removed and a new mechanical valve was successfully implanted. No adverse patient effects were reported during the implant procedure.

Manufacturer narrative:
Correction: the model and serial number for this event was corrected. (B)(6).

Manufacturer narrative:
Analysis: the product has not yet been returned for analysis. Conclusion: no conclusion can be drawn without the returned product. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection noted the valve orifice was broken. Both leaflets were returned undamaged; also received were two large shards from the broken orifice and some miscellaneous carbon shards. Based upon the as-received condition and the visual observations of the carbon, it appeared the leaflet fell out after the orifice was broken. The origin of the fracture site appeared to be the inner diameter surface of the orifice. This could have occurred if the valve was grasped with a tool (perhaps a clamp) and crushed the orifice. After the carbon sub-assembly was cleaned and dried, the leaflets were fully mobile. During examination of the sewing ring, two cuts in the sewing cuff were found. The leaflets and stiffening ring were dimensionally measured. The left and right leaflets were within specification. The stiffening ring was within specification for roundness. The orifice could not be measured due to the damage. Conclusion: based on the information received and the analysis results of the returned device, a definitive root cause of the broken leaflet was unable to be determined. However, it appears that the fracture originated on the inner diameter of the orifice surface and is consistent with a valve being grasped with a surgical instrument. (B)(4).